Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. A complete analysis and testing of the insulin pump showed that, pump was received with original battery cap, no damage on battery cap noted. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and failed the rewind test due to pump error 37. Thump was utilized and downloaded trace/history files properly. In further full review in the pump memory/history found multiple: pump error 37 on the event date of 03/28/2023 13:53:11.000. No pump error 37 alarm during testing. Pump was cut open to perform visual inspection and found moisture damage on the motor. The motor was not tested outside of the device on the ngp stb3 due to moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: deep scratched lcd window, pillowing keypad overlay, and keypad overlay texture damage. Cosmetic damage was confirmed at the screen, however, no cosmetic damage was noted at the battery cap or battery compartment. Pump error 37 was confirmed. Moisture damage was confirmed on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated.  Further information will follow once the analysis has been completed.  No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the battery cap metal contact was damaged and the battery cap was no longer working. It was also reported that the customer found puss around the sensor when the sensor was taken out. Troubleshooting was performed and the customer confirmed that the insulin pump was dropped, and the location of the damage is at the battery compartment, battery cap, and screen. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. The product will be returned for analysis.